Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. Attempts have been made to obtain the device but not received to date. If further details are received at a later date a supplemental medwatch will be sent. It was reported the issue happened with three products in a row however, it was documented 21 products involved. Please clarify the quantity of products involved. The issue occurred with three products, and those three products were discarded already. The returning 21 products are unopened products and have the same lot number as the said three products. Device return status: we regularly contact with sales rep about the device returning. No further information will be provided." The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Note: events reported on mw# 2210968-2022-02283, mw# 2210968-2022-02285. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown orthopedic surgery on an unknown date and a reservoir was used. During procedure, the reservoir could not be locked before use. This problem was resolved when another reservoir with another lot was used. Further details are not provided. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: d9, h6 component code: g07002 product not confirmed. H3 evaluation: product sample received. Man . Failure mode reported by customer during samples evaluation the plates were able to be open and close without any issue. The strap did not interfere on their correct function of the locking mechanism. Therefore, is considered this man factor does not contribute to the reported complaint defect. Materials . Locking mechanism of reservoirs were checked to verify its condition. Sample were evaluated, and during this evaluation it was notice that the latch of plates and their mechanism were in good condition, in addition to, they were able to be activated and de-activated several times with no issues. Therefore, is considered this material factor does not contribute to the reported complaint. Based on the present analysis and samples evaluation, the reported defect by the customer could not be confirmed or related to manufacturing process and other external causes could have affected the product integrity such as handling, non-proper usage or any other possible contributor out of the manufacturing control. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.